Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident on january 22, 1998. Approximately ten months post procedure, the patient returned with vaginal discharge and vaginal dehiscence of the sling material. The sling was removed without incident. The patient remains continent. No further details regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. The co's directions for use outline as potential complications: "loss of suture support may produce dehiscence at the implant wound site...loss of fixation and/or visualization of implanted graft materials."